Event description:
It was reported stimulation was not effective and an attempt to adjust the stimulation with the pt programmer was unsuccessful. The programs were changed but the problem still persisted. A replacement pt programmer was sent to the pt. F/u revealed contacts 11-13 were invalid which resulted in auto-reducing. Reprogramming was conducted around the impedance issue and provided effective coverage. A few days later, it was reported the pt felt a jolt and then the stimulation turned off. It was additionally discovered contacts 9-16 are now invalid and the pt no longer has sufficient coverage. X-rays were taken and no abnormalities were noted. Surgical intervention was undertaken and the lead was replaced. Effective stimulation and coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.